Event description:
Adverse event(s): "no pt injury" (no consequences or impact to pt). Product problem(s): "low vacuum during the case" (aspiration issue). The nurse reported, the surgeon complained of low vacuum during the case. The nurse stated there was no pt injury.

Manufacturer narrative:
The biomedical tech called the company technical support specialist (tss) to assist with troubleshooting. The tss advised the biomedical tech to confirm if the event occurred during phaco or I/a. The tss also advised the biomedical tech to verify the integrity of the phaco and I/a o-rings. The biomedical tech requested service for the system. The company service rep examined the system and could not duplicate the problem reported. The software was updated. Preventive maintenance was performed. The system was then tested and met all product specifications. (B)(4).